Event description:
It was reported that the left ventricular lead was turned off several years ago due to phrenic nerve stimulation. The lead was later capped and a replacement was not possible due to an occluded venous access. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.